Manufacturer narrative:
Describe event or problem: additional information. Device manufacturer date. A product investigation was performed. Our investigation has shown that the hammer guide has some wear and tear signs on the entire surface and the threaded part is also damaged. However because of the visible damages this complaint is rated as confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The article 357.071 with lot no 9842782 was manufactured in a quantity of (B)(4) pieces on april 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Unfortunately, without all involved parts and with only limited information in the complaint description, we cannot confirm how and at which point of surgery this happened. We can only assume that the threads got damaged due to a mechanical overload situation. Because of the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected additional information received on december 22, 2016, the device reported on medwatch (B)(4) should have been for device hammer guide (part number 357.071). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon tried to remove the blade from the patient. He was unable to remove the blade because there was an earlier attempt on another establishment the previous surgeon had to force on it and blocked the body of the blade in the pfna. Moreover, the thread of the blade has been damaged by the previous surgeon and neither the hooks nor the blade extractors have made it possible to remove. The kit returned to the technicians and they detected a damaged adapter with thread for blade removal. Concomitant reported part: hook (quantity 1), extraction clamp (quantity 1). This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown extraction clamp/instrument, unknown lot number. UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a removal surgery for proximal femoral nail antirotate (pfna) material was performed. Patient was implanted with a pfna nail and blade in 2015 in (B)(6) due to an accident. Exact date of implantation is unknown. A removal procedure was attempted in (B)(6) of 2016 at another hospital. Reason for removal is unknown. Removal surgery was unsuccessful. Patient returned for a second attempt on (B)(6) 2016. The connection of the tools present in the set was not possible. The extraction clamp was not very powerful. Unknown quantities of high speed steel (hss) drills and carbide were used for the removal of the blade but were unsuccessful. After two (2) hours of intervention, the surgeon decides to leave the implants in place. The patient will leave the hospital with his implants. If patient later needs prosthesis, this may be a problem. First removal surgery attempt in (B)(6) of 2016 was captured in complaint (B)(4). This report is for one unknown extraction clamp/instrument. This is report number 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Patient height reported as 1 meter 90 centimeters. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was active and athletic. The removal surgery was a planned surgery. This ablation seemed legitimate to the surgeon given the age of the patient and the possibility that he could one day benefit from total hip prosthesis or a total knee prosthesis, or even in case of new traumatism on this member.

Manufacturer narrative:
Device was implanted in 2012. Exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thread of the blade stopper screw, which is the component of the blade was broken. Attempt of extraction of the stopper with various ancillary threaded extractors and special pliers for difficult extraction. In view of the impossibility to mobilize the stopper, it was decided to perforate it using tungsten carbide drills. After use of one tungsten carbide drill with a diameter of 6 mm and one with a diameter of 4 mm, they ablated the stopper. Attempt of extraction of the socket according to the operating technique. Despite multiple attempts with help of blade extraction pliers, a threaded adaptor for blade extraction, socket and blade extractor, no blade or socket mobilization was possible. Attempt of extraction of the blade with a dedicated hook under arthroscopic control. The blade did not move either. A new attempt of drilling to detach the socket from the blade and extract the internal screw of the blade. Continuous cooling by irrigation during the drilling phase. Despite the use of 7 other tungsten carbide drills, it was impossible to extract the equipment. In view of the impossibility to extract the material, decision was taken to end the intervention.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 357.071 / 9842782. Manufacturing location: (B)(4). Manufacturing date: 27. April 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot number provided & UDI updated. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.